Event description:
Customer reported that the pump segment of an m60 set developed a pinhole leak, getting blood on machine and floor. The set was in use 24-48 hours.

Manufacturer narrative:
No patient injury was reported. Both set and blood pump rotor were not available for inspection. Facility biomedical technician said the rotor had to be discarded because the nurse left in soaking in disinfectant and he decided best to replace it. He said he did not think there was anything wrong with it. As corrective action, the preventive maintenance procedure has been modified to include rollers' washer replacement and a tool to check the roller occlusivity.